Manufacturer narrative:
Customer name and address = (B)(6). Initial reporter occupation = inventory coordinator. PMA/510(k) number = k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, the tip of a safe-t-j rosen catheter exchange wire guide "fell apart" and separated from the inner wire while the user attempted to straighten the tip. Per the customer, this occurred on the back table after the device was removed from the patient. The wire was not altered prior to use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d10, h6 (annex a, g) this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 05oct2022. No resistance was reported during use. The wire was not used through a needle. Access was obtained in the radial artery, and the anatomy was unremarkable. The user noticed that the tip of the wire had separated when it was checked from the end of another manufacturer's 6 french device, prior to inserting it into the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: d9, h3= information was received 03nov2022 that the complaint device would not be returned to cook for investigation. Summary of event: as reported, during an unspecified procedure, the tip of a safe-t-j rosen catheter exchange wire guide "fell apart" and separated from the inner wire while the user attempted to straighten the tip. Per the customer, this occurred on the back table after the device was removed from the patient. The wire was not altered prior to use. No resistance was reported during use. The wire was not used through a needle. Access was obtained in the radial artery, and the anatomy was unremarkable. The user noticed that the tip of the wire had separated when it was checked from the end of another manufacturer's 6 french device, prior to inserting it into the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU instructs, ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the IFU cautions, "use medical imaging when you manipulate the wire guide. Do not advance or manipulate the wire guide without visual evidence of the corresponding movement of the distal tip." The information provided upon review of the dmr, DHR, and IFU provides evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure unrelated to the design or manufacturing of the complaint device contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient or event has been received since the last medwatch report was submitted.